Manufacturer narrative:
(B)(4). Date sent: 4/1/2024. D4: batch # 590c26. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with a gst45b reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Device history review a manufacturing record evaluation was performed for the finished device batch number 590c26, and no non-conformances were identified. Additional information was requested and the following was obtained: were the staples the appropriate b-shape form? No idea was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Repeatedly removed and replaced the battery. It finally worked what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? There is no manual override. You can unlock the device as the firing sequence had not started. Did the jaws eventually open? Yes.

Event description:
It was reported that during a gastric by-pass roux-en-y, power failure. They redid the battery a couple of times, it finally worked. However it made a funky noise when the staples were deployed. Case completed with a like device. No patient harm was reported.